Manufacturer narrative:
No critical pump error (open book image) alarm¿noted during boot up. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08690 inches. No unexpected critical pump error (open book image) alarm noted during the testing. Successfully downloaded history files and traces using thus. Successfully downloaded comlink3 files. No fatal alarms/errors in the formatted history file, detail trace file and long trace file noted. Critical pump error (open book image) alarm was generated due to usart test failure in the intern bootloader (code 0x00000046), suspecting the hw. Please see below for pump errors/alarms noted 1 week prior to the event date 31-mar-2023 in the formatted history file.  Low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 08:23:00.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 09:11:06.000 (B)(6) 2023 10:53:00.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, power loss alarm and replace battery alert/replace battery now alarm noted 1 week prior to the event date 31-mar-2023 in the formatted history file.  Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert and power loss alarm were expected since the battery in the pump is low on power. The customer may have used a low power battery. Pump error 3 alarm (file number: 2002 line number: 2803) was recorded and found in the formatted history file on: (B)(6) 2023 10:51:01.000 pump error 3 alarm (file number: 2002 line number: 2803) was confirmed, suspected on hw. Pump error 68 alarm was recorded and found in the formatted history file on: (B)(6) 2023 10:51:03.000 pump error 49 alarm was recorded and found in the formatted history file on: (B)(6) 2023 10:51:03.000 (B)(6) 2023 10:51:19.000 pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2023 10:51:31.000 (B)(6) 2023 10:53:17.000 power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 10:53:36.000 (B)(6) 2023 10:53:48.000 pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were expected since the pump restarted due to pump error 3 alarm. Sensor expired alert (794) was recorded and found in the formatted history file on: (B)(6) 2023 12:36:08.000 lost sensor 1 alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 13:16:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sensor expired alert, lost sensor 1 alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2 and force sensor. No corrosion or moisture damage found on the motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Critical pump error (open book image) alarm was confirmed, suspected on hw. Pump error 3 alarm (file number: 2002 line number: 2803) was confirmed, suspected on hw. During visual inspection, corrosion was found on the pcba 1, pcba 2 and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received an open book image.  No harm requiring medical intervention was reported. Troubleshooting was performed the insulin pump performed safety checks and the error was found. The customer will discontinue using the insulin pump and will be returned for analysis.